Event description:
Per the clinic, the patient experienced an infection at the abutment site. Additional information has been requested but not made available at the time of this report. This report is submitted on (B)(6), 2023.